Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the rexroth valve is stuck. Additional malfunctions are the sieve beds are saturated, the power switch has a short circuit, and the tie wraps leak.